Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced concurrent flow/simultaneous flow -underinfusion. The following information was provided by the initial reporter: material no: 2426-0007 batch no: unknown (primary suspect) we had bd secondary tubing back up in the normal saline primary line this week. I have the tubing saved in my office.

Manufacturer narrative:
H6: investigation summary one primary tubing sample and one secondary tubing sample were returned by the customer. It was reported that a secondary tubing backed up in the normal saline primary line. The samples were examined for defects and abnormalities. No defects or abnormalities were observed. Functional testing was performed by using a primary bag filled with clear saline which was then used to prime the set. The secondary set was connected to a bag filled with a blue dye/water mixture, and then connected to the primary set. The sets were set up in a secondary infusion configuration with the fluid level of the secondary bag at least 9.5 inches higher than the primary bag fluid level, and all of the clamps closed (see attached photo). The secondary set was primed with the secondary roller clamp fully opened. Fluid flow was controlled using the primary roller clamp. Fluid was found to be flowing normally. The blue dye/water mixture fluid from the secondary bag was never found to be flowing through the check valve into the primary bag. The failure was unable to be replicated. A device history record review could not be performed on model 2426-0007 because a lot number was not provided by the customer. A device history record review could not be performed on model 72213n because a lot number was not provided by the customer. A root cause was unable to be determined because the failure was unable to be replicated. H3 other text : see h.10.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced concurrent flow/simultaneous flow - underinfusion. The following information was provided by the initial reporter: material no: 2426-0007. Batch no: unknown. (Primary suspect) we had bd secondary tubing back up in the normal saline primary line this week. I have the tubing saved in my office.